Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this reported event and will file a supplemental report when our eval is concluded.

Event description:
Spacelabs rec'd a report of a telemetry failure to alarm for v-tach. An alarm record was not seen in a review of pt records in the intesys clinical suite (ics) database.

Manufacturer narrative:
It was reported that the customer observed a ventricular run on a spacelabs telemetry central monitor. There were no visual and audio alarms observed. An alarm event was not seen in a review of patient records in the full disclosure (ics) database. Spacelabs sent a field service engineer to evaluate the device onsite and obtain additional information from the clinical staff. Functional tests were performed on the telemetry central monitor, receiver module and transmitter according to the service manual. All tests passed. Error logs for the monitor were printed and reviewed. There were no non-recoverable or fatal errors listed in the error logs. We reviewed the ics database that was provided by the customer. There is a record of 8 beat ventricular run in waveform review tab and arrhythmia review tab. It is not in alarms review tab. This indicates that there was an 8 beat ventricular run that did not trigger an alarm in the monitor. There are two possible root causes in this case: the user disabled the run alarm via the user interface; or the monitor classified some or all of the beats in the vtach as dominant rather than abnormal due to the very low amplitude ECG in both of the leads used by this customer. In conclusion, we are unable to identify any technical problems with the spacelabs product and cannot conclusively determine the cause of the reported failure. We continue to monitor product complaints and work closely with the customer to determine the root cause and offer our support as necessary. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm on ventricular tachycardia (v-tach). No one was injured as a result of this event.